Event description:
Presented to the emergency department due to syncope/ near syncope. Ra lead undersensing noted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).